Event description:
Dr had difficulty inserting #7 fr gold probe down scope - pulled probe back and out and probe came out leaving insides of probe (wires & needle) in scoped. Unable to remove - scope to be sent to be repaired.